Event description:
The customer reported that the system was giving high ma errors. No patient involvement was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep verified error condition via error logs, performed a filament calibration and uploaded the new calibration data to the system. The unit operates as intended.